Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block h11: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached. Evidence of first activation was observed, and the device was able to complete a full deployment during evaluation without any issues. Microscopic examination confirmed these findings, with clear indications of initial activation and complete deployment. Functional analysis demonstrated that the device was able to perform a full deployment without any issues. Additionally, dimensional analysis of the bushing hooks revealed that both sides were within specification. No other problems with the device were noted. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A risk review was completed and confirmed that the event of "clip failure to release from catheter" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The reported event of clip failure to release from catheter was not confirmed. Investigation found that the device was returned, the clip assembly returned attached and was able to perform a full deployment without any issues. Therefore, the most probable cause is "device problem excluded".

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopic mucosal resection (emr) procedure for colonic polyps performed on (B)(6) 2025. During the procedure, the clip could not be deployed inside patient. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopic mucosal resection (emr) procedure for colonic polyps performed on (B)(6) 2025. During the procedure, the clip could not be deployed inside patient. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.